Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet 1.5mm system hight torque screw catalog #: 91-6105x lot#: 131650 qty. 3; zimmer biomet 1.5mm system 16 hole straight plate catalog#: 01-7066 lot #: unknown qty. 1. Report source: foreign - colombia. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00364, 0001032347-2022-00365, and 0001032347-2022-00366. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screws fractured while finishing the final adjustment of the screw heads. The shafts of the screws were unable to be removed. Other screws were used to complete the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the qty four returned 91-6105x screws. The four screws each show signs of attempted use including marking on the screw head. The four screws have all fractured near the middle of the screw shaft. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.